Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported instability of the dilator rotating hemostasis valve cap was unable to be confirmed; the reported leak was unable to be tested due to the returned condition of the device. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and the reported instability of the dilator cap resulting in a leak appears to be related to user technique. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report filed, the additional information was obtained: the rotating hemostatic valve (rhv) cap was unable to tighten. The cap was not separated from the system but was unable to tighten. The operator then intentionally attempted to remove the entire rhv.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because the dilator's rotating hemostatic valve (rhv) was unable to close and a leak was observed at this site. It was reported that during device preparation, the dilator's rotating hemostatic valve (rhv) was unable to close/tighten and a leak was observed at this site. As the rhv was unable to close, it was not possible to de-air the device. The device was set aside and not used. There was no patient involvement. There was no additional information provided regarding this device issue.